Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 42,788 joules during a prostate procedure. The laser system had been used for both prostate vaporization and coagulation. The procedure was completed with a second fiber. The patient outcome was reported as "fine."

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.